Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. It functioned properly. The device passed the delivery accuracy test. The device was received with scratched lcd window, cracked case on display window corners, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2017 with blood glucose of 45-50 mg/dl at the time of the incident. The customer was at 175 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer states that the pump has some physical damage. The insulin pump will be returned for analysis.